Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had two pump off events, several low voltages and low flows and two red heart alarms. The patient stated that he accidently nicked his driveline while changing the dressing. Rescue tape was applied, but the patient still experienced intermittent red heart alarms on both battery and patient cable. The hospital identified a suspicious area on the internal portion of the percutaneous lead via x-ray. The area of concern on the driveline was only 1" from the velour and a driveline repair was not possible since it was too close to the end of the driveline.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.